Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion with exposed outer coil due to friction to the can at 5.0 cm to 5.2 cm and at 12.5 cm to 12.8 cm from connector pin. External abrasion with exposed outer coil was noted at 49.6 cm to 50.5 cm and at 50.5 cm to 51.1 cm from connector pin. Noise problems could occur when the exposed metal of the outer coil comes in contact with the ICD can. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis. External abrasion with exposed outer coil due to friction to can was noted at 5.0 cm to 5.2 cm and at 12.5 cm to 12.8 cm from connector pin. External abrasion with exposed outer coil was noted at 49.6 cm to 50.5 cm and at 50.5 cm to 51.1 cm from connector pin. Noise problem could occur when the exposed metal of the outer coil comes in contact with the ICD can.